Manufacturer narrative:
Due to the additional information received, the event no longer meets reportability requirements. The device is considered unrelated to the event, as the capsule tear occurred during a previous retinal surgery. The event is likely related to the procedure. The conclusions from our original report remain unchanged.

Event description:
When the surgeon removed the cataract, there was a peripheral linear tear in the posterior capsule, obviously caused by the retina surgeon. There was no loss of vitreous, a pars plana vitrectomy was performed and a 3-piece iol was placed in the sulcus.

Event description:
During unfolding of lens a small posterior capsular rent was identified. The lens was removed with an anterior vitrectomy. Though requested, no additional information has been provided.

Manufacturer narrative:
Additional information. Product evaluation has been completed. One opened lens box was returned missing the peel pouch. The lens was in the carrier and found to be positioned incorrectly. Particulates, saline dentrites and dried solutions were visible on the optic. Visual inspection found the lens was in two pieces, as the optic was cut or torn in half. Both plates were attached, one to each half of the returned portions of the optic. Two of the haptic arms were bent on one plate, and the other arms on the second plate were not damaged. The cause of the damage cannot be determined. Functional testing cannot be performed due to the damage. The product evaluation could not verify the failure mode due to the condition of the returned product. There are no open nonconformance or capas for this complaint type. Upon review of the device history record, no nonconformities or anomalies were observed. There are no other complaints for this lot number. The lot history, trend analysis, risk analysis and directions for use review are considered acceptable, with the product performing within anticipated rates. Based on the information provided, we are unable to determine a root cause. No additional investigation or corrective action necessary at this time.

Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of investigation.

Event description:
The lens was implanted but removed within minutes because of a tear in the capsular bag. There was no enlargement of the incision nor any sutures used. Additional information has been requested but not yet received.